Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reports a loss of therapy. There was no medical procedures/emi that could be related to this issue. A fall could be related to this issue. Symptom reported was no symptom relief. The patient has an appointment with her hcp (healthcare provider) the day after call and says "its not been working for a couple weeks" in (B)(6) 2015. She has had fallen twice, once "last week". She reports that the other fall was "about a month ago" in (B)(6) 2015.

Manufacturer narrative:
Product ID 3889-28, lot# va006vq, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
The consumer reported that they had felt stimulation at the health care provider's (hcp) office two days prior, but then stopped feeling it. It was confirmed that the therapy was on. The patient stated that all they were doing was running to the bathroom. Six days later, the patient still could not feel stimulation despite it being turned on. The patient also reported that there was 50% or greater symptom control, but stated that the device was like a miracle up until the previous couple days, but at the time of the report it did not help. This change in therapy/symptoms was considered sudden. The patient's indications for use were gastrointestinal/ pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.